Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted lateral of a2/p2, and the second clip was implanted medial of a2/p2. The mr was reduced to 1. The mitraclip system was removed from the anatomy, and the groin was sutured. About five minutes after groin suture, during final echocardiogram review, the mr had increased to 2. The second clip had detached from the posterior leaflet and remained attached to the anterior leaflet/slda. The mr was moderate and the gradient pressure was 5mmhg; therefore, the final result was satisfactory and no further treatment was performed. No additional information was provided.